Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experiened dizziness, dyspnea and pectoral muscle contraction. The atrial lead exhibited loss of capture, low impedance and clavicular crush damage. The lead was explanted and replaced.